Manufacturer narrative:
As reported, a flexor raabe guiding sheath was used during a procedure involving placement of a stent within a right ventricle conduit. After completion of the procedure, the technician was about to remove the femoral sheath when a string-like material, approximately ten-centimeters long, was noted to protrude from the patient's groin. Based on the appearance and location of the material, the user suspected that it was a fragment of the sheath. Per the reporter, the patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was requested; however, the customer did not respond. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a search of sales was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿when puncturing, suturing or incising the tissue near the sheath, use caution to avoid damaging the sheath.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. Based on the limited information provided and the results of the investigation, cook has concluded that a definitive cause for the event cannot be determined. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E3: supervisor, cardiac cath lab. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a flexor raabe guiding sheath was used during a procedure involving placement of a stent within a right ventricle conduit. After completion of the procedure, the technician was about to remove the femoral sheath when a string-like material, approximately ten-centimeters long, was noted to protrude from the patient's groin. Based on the appearance and location of the material, the user suspected that it was a fragment of the sheath. Per the reporter, the patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.